Event description:
The technician alleged that the brake caster will set but not hold, brake casters swivel. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer caster to resolve the issue.